Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, it was found that cfa endarterectomy associated with iliac stenting or stent grafting is a viable alternative to more invasive open procedures both in terms of perioperative complications and long-term patency. In addition, it is suggested that stent grafts placed in the iliac position have improved primary patency compared with bare metal stents and may be the preferred device for this patient population.

Event description:
Received an article titled "long-term results of combined common femoral endarterectomy (cfa) and iliac stenting/stent grafting for occlusive disease" published in the journal of vascular surgery. The article consisted of a retrospectively review of 171 patients undergoing 193 common femoral artery endarterectomies with simultaneous iliac stenting/stent grafting between 1997 and 2006. Per the study, icast was used in three percent of the cases. Adverse events occurred within the study but were not associated with any specific product.